Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had unexplained low voltage alarms. A review of the log files revealed several odd power cable disconnect/ low power hazards throughout the event history. These occurred on both the black and white power leads. The manufacturer's technical services suggested that the controller be exchanged. Of note, there were a few instances of the patient was sleeping on battery power. There were no other unusual events recorded in the log file event history. The controller was exchanged.

Manufacturer narrative:
Section d6b: implant date was inadvertently included in the initial report but is not applicable for this device. Manufacturer's investigation conclusion. The reported event of atypical power cable disconnect alarms was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 2 days (28apr2022 ¿ 29apr2022 per timestamp). Atypical power cable disconnect alarms coincident with rsoc invalid faults were intermittently throughout the entire log file from on (B)(6) 2022 at 02:43:47 ¿ on (B)(6) 2022 at 08:37:39. The alarms occurred on both power cables while on battery power. The alarms cleared shortly after activating. There were no other notable alarms active in the log file. Pump operation was not affected. Additional information provided on 03may2022 stated that the controller exchange resolved the alarms and that the battery clips and battery contacts were not cleaned, and that no product will be returning. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 16jul2020. No further information was provided. The manufacturer is closing the file on this event.